Event description:
Kimberly-clark received a report from (B)(6) stating, "mic-j tube displaced from the tract prematurely after only 40 days in use. The was no reported patient injury."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history records have been completed. One sample was returned. The sample experienced a reaction to the cidex opa solution during decontamination; furthermore, the sample turned black after soaking in the solution. The sample balloon was infused with water. Immediately after infusing with water leakage was observed near the top of the balloon. When viewed under magnification, a geometric shape cut or tear is seen and located approximately 3mm below the base of the proximal collar. The device history records (DHR) review for the lot number reported indicates that the device was manufactured according to manufacturing requirements. Furthermore, manufacturing conducts visual and functional inspections of each device throughout production aside from the quality assurance inspection. The device was manufactured according to specification requirements. The origin of the geometric defect could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.